Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out for normal eri, lead was capped and replaced due to a sudden increase in pacing lead impedance.